Event description:
It was reported that the sensor stopped working occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. The patient uses tandem tslim in hybrid closed loop and was not getting any readings from her tandem pump. It was not documented whether the patient used a dexcom display device. The patient could not remember her readings prior to the incident. On (B)(6) 2025, she stated that her friend found her unresponsive when she came over to wake her up. She did not have any strips to test her blood glucose, she was feeling low and unresponsive. Her friend gave her skittles and two fruit juices to alleviate symptoms. Her friend did not call any paramedics. During the report, she was experiencing unspecified symptoms of hyperglycemia and was not in a sensor session at the time of the report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.